Event description:
The device was returned to the manufacturer after being explanted and returned with no information. Follow-up was attempted with the physician's office however the patient had not been seen since the device implant about two years earlier. The device subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed; analysis was inconclusive. There was no telemetry. The leads were attached to the device and this may have caused the telemetry issue however it could not be conclusively determined. (B)(4).